Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo displayed a s-l catheter inserted into the patient with the connection between the luer hub and extension line circled. The report of a leak could not be confirmed from the photo. Additionally, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, during ward rounds, the patient was found to be calmly resting in bed and conscious, and was found to have extravasation of drainage fluid in the drainage tube, and the cause was found juncture hub leaked, which was immediately reported to the doctor on duty, who stopped using the drainage tube in compliance with the instructions after checking it." The operator changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2024, during ward rounds, the patient was found to be calmly resting in bed and conscious, and was found to have extravasation of drainage fluid in the drainage tube, and the cause was found juncture hub leaked, which was immediately reported to the doctor on duty, who stopped using the drainage tube in compliance with the instructions after checking it." The operator changed to a new set. There was no patient harm or injury. No medical intervention required. T he patient's current condition is reported as "fine".